Event description:
It was reported that after implantaton of a implantable collamer lens into the patient's right eye (od), iris transillumination defects was observed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Additional information: the reporter indicated that a 13.7mm tmicl13.7 implantable collamer lens was implanted into the patient's right on (B)(6) 2022. Reportedly, "iris transillumination defects os noted as grade/1mild. No action has been taken and the patient remains on study." Work order search found no similar complaints. Claim# (B)(4).